Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indi cated that the overlay to printed circuit board (pcb) connection required a reseating. It was also indicated that the programmer failed an audio test requiring a reseat of the microphone connector. The programmer was repaired and returned to service.

Event description:
It was reported that the programmer stylus was off axis and could not be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.